Manufacturer narrative:
Siemens investigated the reported event. Siemens reviewed the provided system logfiles for the time of the incident and discovered the following error message "08.03. At 21:25:42 -> CT_phs_036 wrong speed". The reason for this error is the reported incident because an obstacle (the patient's foot) had influenced the trajectory of the table. This error message could not prevent the subsequent injury of the patient because it is not designed as a safety feature. The patient table needs to move patients at a higher speed (pitch) to ensure the dose saving CT functionality. It is user's responsibility to fixate the patient properly and to monitor the patient during the complete examination. Per the system's "instructions for use - somatom definition as" (print number c2-029.620.16.03.02), there is a general warning on page 26 regarding patient positioning and emergency stop in place. Page 36 of the instructions for use, provides specific cautions regarding patient position. Fixation and collision prevention. The investigation determined there was no device malfunction identified and additional action is not warranted at this time.

Event description:
It was reported to siemens that during a CT scanning procedure (overview image) of a paraplegic patient in the "feet first position" the patient's foot dropped off the edge of the patient table and was caught by the gantry bore. The patient's leg was subsequently bent at the knee underneath the patient until the leg was fully pushed back to the patient's abdomen. The patient's leg was fractured above and below the knee. The patient was seen at hospital by the primary care physician and an orthopedic surgeon, and it was determined that the fractures did not require treatment.